Event description:
The pt was having a surgical procedure done when part of the laser fiber broke off of the instrument. The surgeon was able to retrieve all parts and no harm was noted to the pt. FDA safety report ID# (B)(4).